Event description:
Invacare wheelchair was received in (B)(6) 2011. I have had to replace 3 joysticks, 2 motors and 1 controller and at least 6 sets of batteries where the faulty joysticks caused the batteries to go bad because it charges through the joystick. Now my chair had started speeding up and suddenly slowing down and then speeds up quickly. My joystick had already been replaced under the recall and it is still malfunctioning. I feel as if corners are being cut in the mfg of their products because there should not be this many problems with one chair. They won't replace the chair or refund the money paid for the repairs and excess batteries needed due to faulty joystick. Any suggestions? Luckily I haven't gotten hurt but I came close to being stranded outside in -11 degree weather when the controller suddenly failed for no reason . On (B)(6) 2013, I came close to being flipped out of my chair when it suddenly slowed. Dates are (B)(6) 2011 until not. I can't get anyone to come to my house and service the chair since it is no longer running due to the faulty joystick. Maybe you can help, (B)(6).